Event description:
Customer reported that the vibrate function on the insulin pump w as not working. Customer stated that the insulin pump did not vibrate during the self test. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump was unable to vibrate during self test due to broken vibrator black wire. Insulin pump received with cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.